Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the clock is slow and the alarm is no loud. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had frequent unexplained no delivery alerts and the rewind is louder. Customer also stated that the insulin pump had crack and the plastic chips are off when changing the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test. No anomaly noted during testing. No back light or time or clock anomaly noted.